Manufacturer narrative:
Based on the information provided at this time, no conclusions can be made. A lot number has not been provided, therefore we are unable to conduct a review of the manufacturing records. The information is limited at this time and medical records have not been provided. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It was alleged by the patient's attorney that the patient underwent surgery for the implant of an unspecified bard/davol ventralex st patch on (B)(6) 2017. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex st patch. As reported, the attorney alleges patient experienced emotional distress and the device was defective.